Event description:
As reported per ansm report (no (B)(4)): as reported a male patient born in 1974 was implanted with a bard mesh pre-shaped w/ keyhole on (B)(6) 2022. Date of occurrence: (B)(6) 2022 description of incident: male born in 1974 - 73 kg. "When I woke up after the operation to insert a right inguinal prosthesis, I was unable to get up because the pain was too intense. I have been in a great deal of pain ever since. After several check-ups, it has been impossible to determine a medical reason for my suffering. Current condition of the patient: to date, the pain is still present, day and night, with stabbing pains in the lower abdomen and groin area. Severe and debilitating pain. I have great difficulty walking and no longer participate in sports or leisure activities. I can no longer work and have been dismissed by occupational health, despite numerous medications, the effects of which remain ineffective. Today, I have given up and hit rock bottom. I have been undergoing treatment since 2023 with a psychologist and psychiatrist (csm) following severe depression and numerous treatments. I also report pain in my genitals, making sexual intercourse very painful. I have not been able to live since that day on (B)(6) 2022. It is hellish." Actions taken in the healthcare facility for the patient's care: (B)(6).

Manufacturer narrative:
As reported, patient experienced chronic abdomen and groin pain, difficulty walking, severe depression, pain in genitals post implant of the bard mesh pre-shaped. Patient underwent treatments and medications to manage the symptoms post implant of mesh. To date the patient's doctors have not determined a medical reason for the patient's symptoms. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.